Event description:
Healthcare professional reported left side "pain" and "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, outer black, green and yellow particles in the shell leak test and microscopic analysis was performed which identified; punctured curved on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "pain" and "deflation". Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "pain" and "deflation". Device has been explanted.